Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 399930, lot#: v173396, product type: lead. Product ID: 3999, lot#: j0546605v, product type: lead. Product ID: 3776-60, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 399930, serial/lot #: (B)(4), ubd: 06-nov-2012, UDI#: (B)(4); product ID: 3999, serial/lot #: (B)(4), ubd: 18-aug-2009, UDI#: (B)(4); product ID: 3776-60, serial/lot #: (B)(4), ubd: 27-mar-2016, UDI#: (B)(4). Refer to regulatory report (B)(4). The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient stated that her implant had not been working for a long time. Patient clarified that her implant had not worked for her pain since implant (B)(6) 2012. Patient stated that 3 months after she had it installed her hcp disconnected her lead during a laminectomy and patient was getting "electrocuted". Patient stated her stimulation would not say where they programmed it to stay. Patient stated she was told there was much better device on the market that would work better than her current ins. Patient stated she had tried to work with their hcp but he would not replace her current ins. Patient also reported her leads moved. No further complications were reported/anticipated.